Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed by the field service engineer, which included inspection of the cable to the column lift motor, identification of a damaged connector, and consideration for replacement of the column motor, mceb board, and cme tool. The engineer attempted recalibration of the ergo components with no change, and ultimately was unable to reproduce the reported problem during onsite evaluation.

Event description:
It was reported that during a pulmonary lobectomy using the da vinci 5 system, the staff experienced difficulty adjusting the boom with the arms. The customer contacted technical support to confirm the adjustability of the boom using the arms, and technical support reviewed system logs from the previous day without noting any errors. Technical support assisted field service engineering with further troubleshooting, including attempts to recalibrate the ergo components, and identified a damaged connector on the column lift motor cable. Field service engineering planned to replace the column motor and associated components. The procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380763-35 vertical motor module and pn: 658440-10 mceb cfg to resolve the issue. These units were returned for failure analysis. Failure analysis did not replicate the reported issue on mceb board. However, failure analysis confirmed and replicated the reported issue on the motor module. A visual inspection was performed, and it was found that the motor connector pin is damaged, which is attributed to the reported complaint.